Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of hydromorphone and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the device alarmed 18/00/000 (history pointer error) and 11/004/000 (lithium battery). The device was removed from clinical service. Therapy was resumed with an unspecified concentration of a "topical" hydromorphone. No medical interventions were required. Although there was potential for serious injury, the customer contact reported there were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).